Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece. It was reported that during a procedure a piece of the handpiece being used came free of the tip and burned the patient. The burn was full thickness, and the char needed to be excised and three separate areas were stitched as a result of this incident. The sutures needed to be revised and re-stitched. It was also noted that they were unable to use the usb port. 5-10 minutes of delay while the wounds were investigated plus additional time to revise. It was stated that there was no impact to the patient outcome.

Event description:
Additional information was received from the rep and it was reported that the defect in the handpiece was on the expandable shaft, not the tip. They didn¿t realize the insulation was missing until 10 minutes into the case while the doctor was working. Three burns were observed, which needed to be excised and stitched. No revising and restitching of sutures. This was an extra step in the case because of the burns. There was also no comment about usb port. They opened another handpiece and completed the case. There was an impact to the patient outcome because this was a cosmetic case, and the patient left with burns. They did complete the case and she did go home the same day.

Manufacturer narrative:
Device evaluated by MFR: device returned and is pending analysis at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and the doctor confirmed they were third degree burns and had to be excised.

Manufacturer narrative:
Analysis summary: complaint confirmed: analysis was confirmed by prin scientist. 3 additional damaged ¿pits¿ were found on the heat shrink of the outer shaft was found aside from what was stated from the complaint. The other pits indicated the heat shrink was damaged and was angled which was why the patient was burned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.